Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was an error 1720. The pump was powered up and it alarmed error code (ec) 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1720 during testing. There was no patient involvement.